Event description:
Information received indicates the head and knee functions do not work electronically from either siderail.

Manufacturer narrative:
The technician isolated the issue to the patient positioning pc boards. Repairs have not been completed.